Event description:
It was reported that a patient underwent a shoulder repair procedure on (B)(6) 2024 and suture was used. The patient had suture use in the procedure, located in their shoulder, that have failed to dissolve 16 months after surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint:(B)(4). D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. H6. Component code: g07002 - device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: -was the product being used in a clinical trial? Not sure -did the event happen during a procedure? Not sure -were you in the procedure at the time of the event? No -event outcome/how was it managed? Patient has got in touch with us through the website -was there any consequence to the patient due to the event? As a UK patient with your products in my shoulder can you please advise who I can contact at ethicon UK to discuss feedback on your dissolvable 3.0 monocryl and 2.0 vicryl products which have failed to dissolve 16 months after surgery? -was the surgery prolonged due to the event? As above -has the reporter facility indicated there may be legal action? Not sure -is the product available for return? No the following information was requested, but unavailable: - was there any medical or surgical intervention performed (product removed; re-operation; re-suturing; re-closure; drainage)? If so, please specify. - could you tell me if there was a prescription for steroids or antibiotics for the patient's recovery? If yes, please provide medication name, route and dose. - what is the current status of the patient? - could you kindly provide the product code and lot number, please? This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.